Event description:
It was reported that during use of the catheter afapro28 afa pro 28, the console displayed an error message indicating "blood in the catheter" while the physician attempted to reach the right inferior pulmonary vein. The event was also associated with the cable 203cxc coaxial umbilical box 12. The procedure was immediately stopped, and both the balloon and the coaxial umbilical cable were replaced to resolve the issue. With the new balloon and cable, the case was completed without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 27809 was returned and analyzed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #n-018 (the system detected an unexpected temperature or loss of temperature reading from the catheter indicating there was catheter temperature loss). During the electrical testing using an aet (automatic electrical tester), test 1 - pin (1 <(>&<)> 2) was found to be out of specification. The measured value of impedance was open loop. It failed the test. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments were performed. During inspection of the handle segment showed blood inside the handle. During inspection of the balloon segment, corrosion was observed on the thermocouple wire. The corrosion was identified at the soldering point of the thermocouple wires. During inspection and pressure testing of the shaft segment, a guide wire lumen kink, twist and breach was observed 1.2 inches proximal to the catheter tip. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed return inspection due to a kinked guide wire lumen, a breached guide wire lumen and a corroded thermocouple wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.